Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device was returned to the manufacturer and investigated by product analysis on 22-jan-2018 with the following findings. Review of the black box data revealed record of loss of prime warning on 06-nov-2017. On investigation, the pump powered on with audio tone and vibration; however, the display screen remained blank due to a processor issue. Investigation of the alleged loss of prime issue was not able to be completed due to the blank display issue.